Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they want to file a complaint about the patient's device. They reported that the device was getting "hot inside" where the implant was placed. They clarified that the implant was getting "warmed up" and was "very hot to the touch". They reported the device was not working since date of implant and was not helping with the patient's bladder issue. They stated that the device was "giving a signal, but was not working the way it was meant to". They also reported that the patient was unable to move their right and left side and had severe pain so they turned off the device and then the patient was able to move. They stated the patient was also unable to sleep. They reported the patient  "went through hell" with the device. They  stated due to this they had their device (ins and lead) removed on (B)(6) 2022. They stated now they are concerned about there being "damage inside the area" (agent not clear what caller was referring to by this statement). They stated they wanted to file a complaint in case there was a recall on the device or if there was a "manufacturer defect". They stated they want to know what was going on with the device. Reviewed recall information and redirected caller to the patient's hcp to inquire further regarding recall information. Reviewed role of patient services. Redirected caller to the patient's hcp to discuss option to send device in for analysis. The caller inquired about what to do with the hand set and communicator. Reviewed disposal process with handset and communicator. Offered to connect caller with mobility for handset wipe. They stated the patient has upcoming appointment with hcp on march 3rd and may call back after that appointment to be connected with mobility for handset wipe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they want to file a complaint about the patient's device. They reported that the device was getting "hot inside" where the implant was placed. They clarified that the implant was getting "warmed up" and was "very hot to the touch". They reported the device was not working since date of implant and was not helping with the patient's bladder issue. They stated that the device was "giving a signal, but was not working the way it was meant to". They also reported that the patient was unable to move their right and left side and had severe pain so they turned off the device and then the patient was able to move. They stated the patient was also unable to sleep. They reported the patient  "went through hell" with the device. They  stated due to this they had their device (ins and lead) removed on (B)(6) 2022. They stated now they are concerned about there being "damage inside the area" (agent not clear what caller was referring to by this statement). They stated they wanted to file a complaint in case there was a recall on the device or if there was a "manufacturer defect". They stated they want to know what was going on with the device. Reviewed recall information and redirected caller to the patient's hcp to inquire further regarding recall information. Reviewed role of patient services. Redirected caller to the patient's hcp to discuss option to send device in for analysis. The caller inquired about what to do with the hand set and communicator. Reviewed disposal process with handset and communicator. Offered to connect caller with mobility for handset wipe. They stated the patient has upcoming appointment with hcp on (B)(6) and may call back after that appointment to be connected with mobility for handset wipe.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the "device not working" meant an issue with symptom control, and its cause was not known. To resolve this issue, the implant was removed on (B)(6) 2022 as previously reported. The issue has now been resolved. The cause of the implant getting warmed up and very hot to the touch was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.